Manufacturer narrative:
The customer returned strip lot 353498-19 for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 43%. Donor 2 hct: 45%. Testing results: donor #1: retention meter and master lot strips: 1.5 inr ; retention meter and customer strips: 1.5 inr . Donor #2: retention meter and master lot strips: 2.5 inr ; retention meter and customer strips: 2.4 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results from a coaguchek inrange meter serial number (B)(4). The initial meter result at 9:23 was 5.9 inr and at 9:27 the result from a different finger was 4.0 inr. The patient's therapeutic range was requested but was not provided. There was no allegation of an adverse event. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.